Event description:
It was reported that the pt with opll underwent a cervical procedure for implant of anterior cervical plate at c5-c6. The plate fixation pin was broken at c6. The pin was removed from the pt. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.